Event description:
Mesa rod slip discovered on x-rays taken three and a post-operatively when patient came in complaining of pain.

Manufacturer narrative:
The construct remains in the patient at this time. The surgeon has indicated that he plans to perform and exploration to evaluate the tightness of the lock of the screws on the rod and determine whether or not the construct needs to be revised. Though the patient has not yet been revised, this incident is being filed as a precaution.

Manufacturer narrative:
Surgeon performed an exploratory surgery and determined that the rod had not slipped.